Manufacturer narrative:
On 1/5/2016, a fujifilm (cs) representative arrived onsite to perform a reprocessing re-in-service and to investigate reported damaged bronchoscopes. Staff from the central sterile department demonstrated attachment of the fujifilm cleaning adapter (model ca-503b/c) to the suction valve cylinder (instead of using the appropriate cleaning adapter). Adapter ca-503b/c is intended for connection to the biopsy port, not the suction valve cylinder. The process shown by staff was incorrect (compared to manufacturer's instructions) and is the suspected cause of the damaged rubber freeze switch on their bronchoscopes. The customer stated they were told to use the ca-503b/c cleaning adapter during an aer (medivators dsd edge) in-service after the facility's reprocessing activities were moved from their pulmonary department to their central sterile in (B)(6) 2015. Upon confirming the damage to the bronchoscopes, it was recommended to not use them for procedures. The hospital staff located the proper cleaning adapters and an in-service was performed, demonstrating proper use of the cleaning adapters consistent with fujifilm manual reprocessing recommendations. On three occasions ((B)(6) 2016), attempts were made to contact the customer for further information, such as any possible patient injuries or safety concerns. As of 02/01/2016, no response has been received. On 12/18/2015, the subject bronchoscope was received at fujifilm medical systems USA- endoscopy division. Upon inspection it was observed that the rubber freeze switch is not damaged, contrary to the complaint. However, other repairs are required which are not related to the complaint. The subject bronchoscope will be repaired and returned to the customer. On 2/02/2016, the customer was informed by e-mail to contact medivators, manufacturer of their aer to obtain and confirm medivators latest device-specific instructions for reprocessing fujifilm bronchoscopes. It should be noted that a total of 5 MDR's (nos. 2431293-2016-00002 through 2431293-2016-00006) are being submitted for 5 bronchoscopes associated with the reported event at this healthcare facility.

Event description:
The customer believed the fujifilm cleaning adapter (model ca-503 b/c) was damaging the freeze button on their fujinon bronchoscopes.